Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a device check up. It was noted that the atrial lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2018. The patient was stable prior, during and post procedure.

Event description:
New information received states the lead had dislodged. Correction - the lead was capped and replaced on (B)(6) 2018.